Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the side car-rx tunnel (guidewire channel) was torn during removal. Another trapezoid basket was used but the side car tore when passing down the scope. Fibers of the torn side car were found left in the duct and duodenum. The fibers were retrieved using a rat tooth forceps and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the side car-rx tunnel (guidewire channel) was torn during removal. Another trapezoid basket was used but the side car tore when passing down the scope. Fibers of the torn side car were found left in the duct and duodenum. The fibers were retrieved using a rat tooth forceps and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code a0414 captures the reportable event of fibers torn from the side car were left in the duct & duodenum. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the distal end of the side car-rx was torn. Additionally, the working length was found kinked. No other issues with the device were noted. The reported event was confirmed. Based on all available information, it is possible that the manipulation or technique contributed to the tear of the side car during insertion of the device into the scope. The instructions for use (IFU) indicates in the preparation "visually inspect the device's external surfaces for broken, crushed, kinked, or excessively bent areas". Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.